Event description:
The customer reported that during a radio frequency liver ablation procedure using a boston scientific rf3000 radio frequency ablation generator, the patient complained the pad site felt hot. The staff had placed four patient return electrode pads on the patient's thighs. There was an error message on the generator and the staff reported the patient return electrodes on the leg felt hotter than usual. All electrodes were removed and changed to different sites on the patient. A small burn was discovered on the left thigh. The procedure was completed without further incident. The patient has been discharged from hospital.

Manufacturer narrative:
(B) (4). We received four return electrodes for evaluation. All four pads had been used. Two were received with the liner attached. Two were received without the liner. Visual inspection noted nothing abnormal with the gel surface, adhesive border or termination of the return electrodes used in this procedure. The generator rem alarm did not sound when the pads were securely attached to a human skin impedance tester, therefore, tested satisfactorily. The two pads with liners passed the external rem impedance test (erit) and the two pads that were received without the liner attached failed erit testing. The cause for the erit failure was likely related to the dry condition of the gel due to the liner removal. Nothing was found that would have caused or contributed to the customer's report.